Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the er320 jaws crossed over (scissored). A competitor's device was used to complete the case. There was no consequence to pt.